Event description:
Surgeon reported, "ap large lap-band system was implanted on [date] and was explanted on [date] following a tubing fracture approximately 10cm from the omniform. Band was not working properly and weight loss was not being achieved. Band was replaced with an ap large, rapid port ez." The device will be returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing bas been done. Device labeling address the possible outcome of leakage as follows" "deflation of the band may occur due to leakage from the band, the port or the connector tubing". Device labeling addresses concerns performing an adjustment: "prior to doing an adjustment to decrease the stomal, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilation due to stomal obstruction, band slippage or over-restriction."